Manufacturer narrative:
The condition was related to user error. The product directional insert cautions the user to ensure that all in-line luer connections are secure prior to use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood leak occurred with use of a one-link device which resulted in the patient experiencing a blood pressure drop. The patient was connected to the IV line through the one link device. The process step was not specified. It was reported the one link bungs attached to the end of the double lumen extension lines became loose which resulted in a blood leak. The amount of blood leak was not reported. It was reported the blood leak led to the patient¿s blood pressure to drop significantly (no further details). No medical intervention was reported for the events. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (pressure test and block test) were performed and no leak or disconnection were observed. The sample primed and flowed normally. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.